Event description:
Liquid gel was sipping out. Device was discarded at hospital. No patient complications were reported..

Manufacturer narrative:
Device was discarded at the hospital, and never returned to manufacturer for evaluation.